Event description:
It was reported that the patient had a left carotid endarterectomy in 2003. Five days later, the patient was returned to or due to a reported ruptured suture. Attending physician reported that the suture broke in the middle of the running longitudinal suture line. The left carotid was repaired. Patient has fully recovered and was discharged home.